Event description:
The event is reported as: the compressor discontinued output of airflow. Reported by the end-user. No patient injury reported.

Manufacturer narrative:
A visual inspection on the returned sample was conducted. There were no outward visual signs of abuse/ misuse other than normal signs of wear and tear over time. No discoloration or signs of contamination present on the body on the opti-neb. No cracks, dents but some light scratches and dings associated with regular usage were noted. Functional inspection on the returned sample was conducted. The unit ran without incident. An oxygen tube was connected to the compressor air exit port and the other end was connected to a hudson up-draft ii, opti-neb nebulizer that was filled with tap water. The compressor was turned on and the air pressure coming from the opti-neb was strong enough to produce a mist that was easily seen. A device history record (DHR) review could not be conducted at this time since this is a purchased finish good for which the vendor owns the DHR. The customer complaint cannot be confirmed and a root cause cannot be established.